Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a damaged fill valve component. This was discovered upon troubleshooting a not filling issue, as the unit was producing smoke and a burning smell when turned on to make acid. It was reported that there was also a fluid leak occurring from the hydraulics of the mixer. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed replaced the fill valve, the control board, and programmed cpu chip, which resolved the machine issue. The unit is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the damaged fill valve. The biomed confirmed that the fill valve has already been returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a damaged fill valve component. This was discovered upon troubleshooting a not filling issue, as the unit was producing smoke and a burning smell when turned on to make acid. It was reported that there was also a fluid leak occurring from the hydraulics of the mixer. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed replaced the fill valve, the control board, and programmed cpu chip, which resolved the machine issue. The unit is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the damaged fill valve. The biomed confirmed that the fill valve has already been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the fill valve was returned to the manufacturer for physical evaluation. The exterior inspection revealed thermal damage to the valve coil, cracks in the casing, and corrosion on the plug prongs and casing. The resistance measured across the hot and neutral terminals was found to be shorted. Internal inspection revealed no discrepancies. An on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the fill valve, the control board, and programmed cpu chip. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified a damaged fill valve component that was producing smoke and a burning smell. Therefore, the complaint event was confirmed.